Event description:
Customer reported low blood glucose symptoms with result of 38 mg/dl obtained on the compact plus system. Customer self treated with juice and peanut butter; she became "uncooperative" and tested 184 mg/dl within 10 minutes of result of 38 mg/dl. Customer was taken to the emergency room (ER) and tested 44 mg/dl on professional device. She was treated with an IV (contents unknown) and an injection of glucagon. Customer was able to consume peanut butter crackers and juice, and underwent x-rays and an EKG. Customer then tested 84 mg/dl on professional device at the same time she tested 184 mg/dl on compact plus system. Customer was treated with an additional dose of glucagon; she left the ER and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Na